Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing fentanyl (300 mcg/ml at 100 mcg/day) via an implantable pump for non-malignant pain and spinal pain indications. It was reported that the patient was having poorly controlled pain for approximately 3 months. Per the patient, the physician ordered x-rays to assess intrathecal positioning and found the catheter to be coiled in the lumbar subcutaneous tissue. The patient denied any falls or other precipitating events. The patient was taken in the operation room on (B)(6) 2022 with the plan to replace the existing 8780 catheter. The physician first started by opening the pump pocket and dissecting out the pump and existing catheter. The pump was disconnected from the pump segment and placed on the sterile field. Because there was a planned medication change, this would require a back table prime. The physician proceeded to empty the pump of the existing drug, which was dilaudid 3 mg/ml. The physician then proceeded to refill the pump with new drug, fentanyl 300 g/ml. A back table prime was programmed to remove the old drug from internal tubing with a duration of 19 minutes. The physician then proceeded to open the lumbar spine incision. They dissected out the existing catheter and removed it in its entirety. The physician was then given a new 8780 catheter kit which was passed to the t5 level. The physician proceeded to anchor the catheter and then tunneled it to the existing pump pocket and trimmed 25.5 cm from the spinal segment. The proximal pump segment was the connected using a collet. At this point, the back table prime had completed. The physician then connected the pump to the new proximal pump segment. He then aspirated csf (cerebrospinal fluid) from the catheter access port which removed any remaining old drug from the port. The pump was placed back into the pocket. Incisions were then irrigated and closed. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive, no injury.